Manufacturer narrative:
Attempts to retrieve the download data were unsuccessful. Without the data, it could not be determined if the device generated any alarms. The cause of the reported event could not be determined. The unexposed portion of the soft cannula was found to be torn and leaking, causing corrosion, insufficient batteries and data loss. It could not be conclusively determined if the internal tear and leak contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 24 and 36 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.